Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the broach handle broke in half while in surgery. Surgeon used another broach handle and completed the case.